Event description:
The customer reported that an alarm on their bed to bed overview can be seen but was not heard. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported, that an alarm on their bed. To bed overview was no longer generating pop ups or pop up sounds. The device was in use on a patient. There was no report of patient or user harm.